Event description:
It was reported that the stryker recliner calf rest moves up very quickly. An adverse event has been reported, however further information is unavailable.

Manufacturer narrative:
Result: recliner mechanism.